Event description:
It was reported that the patient received intermittent stimulation of their implantable neurostimulator. When the patient turned their head they no longer felt stimulation. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Lead: model 355531, lot# n298738, implanted: (B)(6) 2011, explanted: na. Anchor: model 3550-39, lot# n293817, implanted: (B)(6) 2011, explanted: na. Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.